Manufacturer narrative:
The insulin pump was received with all the buttons functioning properly and no button error alarm or moisture damage on keypad traces noted. However, moisture damage found on lcd board. The insulin pump has cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer's sister reported via phone call that the insulin pump alarmed button error and had been exposed to rain water. The customer's blood glucose was 350 mg/dl. The caller stated that the customer had been rained on while wearing the insulin pump. She observed fluid under the liquid crystal display screen. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.